Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with a pre-op diagnosis: disk degeneration at l4-5. Patient underwent a left side spine percutaneous transforaminal lumbar interbody fusion at l4-5. As per op-notes: "the facet joint was exposed. With the help of a midas burr, the facet joint cartilage was removed. A small pack of rhbmp-2/acs was put in the facet joint, and a barrier made out of bone graft wrapped by the rhbmp-2 was put in the facet joint of l4-5 on the right side. After preparation of the end plates, a 10x26 mm cage was chosen. The cage was filled with bone graft and rhbmp-2, and the cage was put in the disc space." Patient tolerated the procedure well with no complications. On (B)(6) 2008: patient presented for a follow-up visit post l5-s1 transforaminal lumbar interbody fusion surgery done on (B)(6) 2007 for physical therapy due to back pain. On (B)(6) 2008: patient presented for a follow-up visit post tlif on (B)(6) 2007. Patient underwent a radiology exam with 2 views of the lumbar spine. On (B)(6) 2008: patient presented with CT abdomen and pelvis with contrast due to abdominal pain with vomiting. Impression: no findings to suggest appendicitis. A few scattered air fluids in the small bowels which may be related to an adynamic ileus or gastroenteritis. On (B)(6) 2008: patient presented with acute appendicitis and underwent laparoscopic appendectomy. On (B)(6) 2008: patient presented for a postoperative follow-up after a laparoscopic appendectomy (on (B)(6) 2008). Patient was doing well. On (B)(6) 2008: patient presented with an office visit due to abdominal pain. On (B)(6) 2011: patient presented for a physical examination. On (B)(6) 2012: patient presented with abdominal pain and underwent a review of systems and physical examination. On (B)(6) 2013: patient presented with low back pain. On (B)(6) 2013: patient presented for an office visit due to back pain. Patient underwent physical exam which revealed tenderness at paraspinal muscles in lumbar spine area. Patient also underwent an x-ray of lumbar spine ap and lateral. On (B)(6) 2014: patient presented with an office visit due to back pain persistent for the past 1 year.